Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, an unknown surgery was performed with trochanteric fixation nail-advanced (tfna) in question. During the surgery, the surgeon had difficulty inserting the tfna end cap. Thus, another end cap was used, but the problem did not improve. The surgeon found via x-rays that the tfna helical blade was over-rotated and the rotational locking mechanism did not work. So, the surgeon used an unknown extraction instrument to rotate the blade and got the rotational locking and an end cap was successfully inserted. The surgery was delayed by thirty (30) minutes. Patient outcome was unknown. Concomitant medical products reported: screw (part/lot unknown, quantity 1). This report is for a tfna helical blade. This is report 4 of 4 for (B)(4).